Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, a company representative reported to animas that the pump display screen is allegedly dim on a demo pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1, date of submission 11/06/2013. Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the display lens was observed to have a deep scratch; no cracks. The display screen was observed to be dim, discolored and difficult to read at the maximum contrast setting. The dim display was replaced with a new test display and became fully functional.